Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under his left breast were the therapy pad rests. The area was described as an itchy rash. The patient reported using bactrim, a medication available only by prescription, to treat the irritation. The patient also reported that the area is healing due to the treatment.